Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Low out of range shock impedance, < 25 ohms, was reported to hmsc. Noise only on the far-field channel was created during postural testing and during pocket manipulation in person. The shock impedance would jump from <25, to 78, to 30, back to 70 during postural testing. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.